Event description:
It was reported that the cast cutter blade and handle got hot during a cast removal procedure at user facility and it left a red mark on patient. The procedure was completed with the same device with no delay, no medical intervention were reported with this event.

Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.

Manufacturer narrative:
The reported events, overheating and a screw loose, were confirmed. The tech found failures with the armature and bearings, which caused heat. Upon further inspection, it was found that the output assembly was broken and the hood assembly was stripped. The tech identified the armature as the primary failure. Device was repaired and returned to the customer after passing the final inspection.

Event description:
It was reported that the cast cutter blade and handle got hot during a cast removal procedure at user facility and it left a red mark on patient. The procedure was completed with the same device with no delay, no medical intervention were reported with this event.